Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv stabilizer logo detached outside the patient. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.